Event description:
The front wheel snapped and end user fell, injuring her arm and lower back. Evaluated in ER. No fracture.

Manufacturer narrative:
End user stated she sat down on the seat of the rollator and one of the wheels suddenly snapped off causing her to fall. She hurt her wrist and her lower back. She went to the ER and they did x-rays of her back and wrist. No fractures were found. The wrist was wrapped and she was discharged on pain relievers. Upon evaluation, it was determined it had not been welded according to specification. The manufacturer was notified and a supplier corrective action request was issued. The inventory was inspected to confirm this was an isolated employee error.